Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had reset alarm occurred. Customer's blood glucose level was 214 mg/dl. Customer reported that they did not use the clear settings feature in the user settings menu. Customer stated that the reset alarm did not occur within 3 minutes of an unsuccessful write settings. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected reset alarm noted.